Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. The patient underwent amputation surgery where the ipg was not placed in surgery mode. The rep was unable to recover the ipg with their clinician programmer (cp). Replacement surgery is planned after the patient recovers from the amputation of their leg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the ipg was not set to surgery mode. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).